Event description:
It was reported that a malfunction occurred on the pump while loading a cartridge. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer reset the pump with technical support's assistance, and the malfunction did not recur. Customer was instructed to continue using the pump and to contact support if further issues arise.